Event description:
Customer's mom stated that the customer was experiencing high blood glucose. Was changing sets as instructed but blood glucose continued to be high. Customer noted that the "no delivery" alarm appeared on the screen with no audible sound.